Manufacturer narrative:
Device was used as treatment, not diagnosis. Sanders, r., koval, k., dipasquale, t., helfet, d., frankle, m. (2014). Retrograde reamed femoral nailing. J orthop trauma, volume , number 8 supplement, pp. S15-s24. United states this report is for unknown tibial nails, unknown quantity, unknown lot. UDI #: unknown part number, UDI unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: sanders, r., koval, k., dipasquale, t., helfet, d., frankle, m. (2014). Retrograde reamed femoral nailing. J orthop trauma, volume , number 8 supplement, pp. S15-s24. United states this study was designed to determine the efficacy of reamed retrograde nailing of the femur. The study was conducted by evaluating procedures completed between april 1988 and october 1990 using ao universal femoral nails and ao universal tibial nails. There were twenty-four (24) patients (17 male and 7 female) ranging in age from 16-74 years, with an average age of 29.3 years. Two patients died, two (2) patients required removal of hardware, and two (2) patients presented with non-unions. This is report # of # for (B)(4). This is related to patient 17, (B)(6) male, non-union. This report is for unknown ao universal femoral nails and unknown ao universal tibial nails.